Manufacturer narrative:
Sensor 3mh00c9cpj4 has been returned and is currently undergoing investigation. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced dizziness and was provided a glucose injection by an hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data using approved software, sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. De-cased sensor and no issues were observed on the pcba (printed circuit board assembly). Measured battery and all results were within specification. Performed visual inspection of the returned puck, no issues were observed. Extracted data using approved software, sensor found to be in state 6 indicating brown out reset. The issue is confirmed to brown out reset. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced dizziness and was provided a glucose injection by an hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.